Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found no cartridge detected warnings. The pump powered up with auditory and vibratory features. All the buttons responded properly. The pump alarmed for no cartridge detected during the rewind/load/prime sequence. The reported load step issue was verified in the black box and duplicated in the investigation. The pump casing was opened to investigate and the force sensor wire was found to have cracked at the connector pin.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was filling the tubing during the load step. It was reported that the pump alarmed for no cartridge detected while there was a filled cartridge in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.